Event description:
Medtronic received information that during the implant of this 30mm mitral annuloplasty ring, it was explanted and replaced with a medtronic valve of the same model. The reason for the replacement was reported as "poor forming effect of forming ring". It was also reported that the 30mm mitral annuloplasty ring did not malfunction. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.